Event description:
Account reports incident with 2 yr old oncology pt in which "thin tubing came apart where it attaches to luer lock" device. A bone marrow transplant pt had device attached to central catheter. No pt injury reported, however, health care professional was "splashed on hands with chemotherapeutic agent." No other info available.